Manufacturer narrative:
The manufacturer did not receive the device or x-rays for review. Surgical reports were provided for review. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4). Note: this is a split case, for the femoral nail, reference no: (B)(4).

Event description:
It is reported that pt was implanted a ncb pp prox fem plate, r, 12 h, l. 285mm ib (B)(6) 2010, in a revision surgery due to non-union femur comminuted fracture. It is also reported that on (B)(6) 2012, a revision surgery was performed due to femur subtrochanteric/intertrochanteric fracture non-union. The report of this revision surgery states following: "the proximal femur fracture had actually healed. However, distal to this fracture site there was an extensive area greater than 8cm in length where the bone was completely necrotic. The femoral nail was broken. Because of the extensive amount of necrotic-appearing bone, a proximal femoral replacement was required."